Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset. In addition, it was reported that the pump time was inaccurate. Customer adjusted the pump time to be accurate, and loaded a new cartridge onto the pump. Customer had elevated blood glucose (bg) levels (300 mg/dl). Customer delivered a bolus to address elevated bg levels. Reportedly, the customer has an alternate pump for insulin therapy.